Event description:
It was reported that each side of the set had its own drip chamber that was too close to the spike. No matter where they placed the bag, they found that they have to really work for doors to close then pressurize because there wasn't enough clearance for the drip chambers to hang underneath. They tried to move the blood down on the hooks on the door, but then this led to the bag hanging out of the pressurizing chamber and an inability to deliver product under pressure. There was delay in patient care. Though having to maneuver the blood bag in the pressure chamber etc., if moving the blood bag down in the pressure chamber, leaving the bag out of the bottom of the chamber, closing the door and pressurizing same can burst the bag in hopes to bypass the drip

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device photos were returned for root cause analysis and the investigation findings concluded after visual inspection that the customer problem was not able to be duplicated with no physical sample. The assembly of the drip chambers into the fluid warmer machine can be observed however the customer reported issue could not be further evaluated or replicated. Without the return of the samples, it is not possible to perform a comprehensive failure analysis, and a probable root cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.